Event description:
Customer reported that the insulin pump did not deliver insulin over night. Customer reported that no kinks were present in the tubing. Customer reported that her blood glucose level stayed over 300 mg/dl for several hours. Customer reported being on the way to the emergency room at the time of the call due to the high blood glucose level. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.